Event description:
Affiliate indicates that the customer adjusted the pressure of the valve to 200mm hg in the pt, but it gave no or insufficient resistance. When tested with the peritoneal catheter in place, a reading of 120 mm gh was given. The valve was revised.